Manufacturer narrative:
Batch review performed on 19 april 2023. Lot 2112921: (B)(4) items manufactured and released on 03-nov-2021. Expiration date: 2026-10-20. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review. Clinical evaluation performed by medical affairs department: one year after primary cemented tka in an overweight patient, discomfort and pain are reported and a surgeon different from the primary implanter performs a total revision. The index surgery ended with a femoral component internally rotated, a significantly slanted tibial tray but we have no images that can help to reconstruct the origin of these choices. It can be surmised that this position of the components may be at the origin of the pain reported by the patient. There is no reason to suspect a faulty device.

Event description:
At about 1 year after the primary, the patient came in reporting pain. The surgeon observed that the femur was too internally rotated and the cause is unknown. The surgeon revised all components to competitor components and the surgery was completed successfully. It was also noted the dislocation of natural patella. The natural patella was not resurfaced.